Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed applying 8 psi, and the set notably leaked between vented spike and tbg. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: suspect lots dr21c09024 and dr21e17017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp solution sets leaked. The event was further described as; leaks coming from the base of the priming chamber where the bottom tubing connects to the priming chamber. This issue was identified during priming. There was no patient involvement. No additional information is available.